Event description:
The report stated that the jaws of the device broke and fell into the patient cavity. The piece was immediately retrieved and there was no patient injury.

Manufacturer narrative:
The investigation showed that the seal plate and supporting plastic are missing from the moving jaw of the device. Experience has shown that this failure mode is a result of a short shot in the jaw molding process. In february of 2007, the manufacturer of the jaw performed a 100% reinspection of all in progress inventory and implemented a more stringent molder purging procedure prior to running production parts. The returned device was manufactured prior to the above corrective actions.